Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator was exhibiting intermittent spikes in shock impedance high out of range, measuring greater than 200 ohms. The pacing impedance were stable. The device was reprogrammed. The plan is to continue monitoring this patient via latitude home monitoring system. No adverse patient effects were reported. This device and competitor right ventricular lead remains in service.